Event description:
Infusion pump turns off by itself with no alarm (silent shutdown). Information was not provided regarding whether or not the device was in patient use when the event occured. The hospital rep stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported. No additional information available.